Manufacturer narrative:
This lot was manufactured 05/30/2018 - 05/31/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately three to four clearlink continu-flo solution sets broke at several points on the set, leading to a leak. This occurred during infusion in the pre-op department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.